Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) and the manufacturer's representative reported lead migration and excessive pain at the implant site. There was a lack of painful area coverage and a follow-up x-ray that was taken which was how the issue was identified. Reprogramming was attempted and the patient decided he wanted the entire system explanted versus just a lead revision. The programming was not successful and the cause of the lead migration was undeterminable. The patient asked for explant and the physician planned to do so. Surgical intervention was planned. An MRI was ordered for mid and lower back pain. Relevant medical history included spinal pain.

Event description:
Additional information received from the manufacturer's representative reported the system was explanted per the patient's request.